Event description:
It was reported that the pt had stage 4 cancer and had experienced an underdose with increased baseline pain. It was unk if the increased levels of pain were related to the device or the natural progression of the disease. It was noted that the pt had experienced increased pain in spite of being on "extremely high doses" of intravenous medication. The report also indicated that the pt had three mris the week prior and it was unk if the pump stalled due to the mris. The pump was interrogated but they were still unable to determine if the pump had stalled. There were no alarms. Add'l device troubleshooting was being considered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).